Event description:
"Ual" procedure of arms, inner thighs, hips, and abdomen was performed on october 20. It was noticed at the end of the procedure while dressings were applied that patient's right arm had a superficial blister. This was treated with antibiotic ointment and nonstick gauze dressing. The day after the procedure, a health professional became aware that the patient suffered a third degree burn approx 10 cm x 4.5cm x 0.3 cm 1 to the hip secondary to external ultrasound and liposuction. The burn was excised on november 16; the underlying fat appeared to be normal and showed no evidence of damage from the liposuction. Surgeon also stated that the standard power was used but with a reduced contact time and there were no technical errors observed.